Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1022904) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
A male patient in his (B)(6) with a history of hypertension underwent a diagnostic right and left heart catheterization procedure on (B)(6) 2011. Intravascular ultrasound (ivus) was performed. Peri-procedural medication included angiomax. Access was obtained at the right femoral artery (rfa) via a 6f procedural sheath. No information was provided regarding venous access. There was no information provided regarding a femoral angiogram to assess suitability of closure. Following the procedure, the registered radiology technologist (rt-r) who is trained to the use of the mynx, chose the device to close the access site. Reportedly, the rt-r encountered some difficulty advancing the device through the sheath; however, the sealant was successfully deployed. Immediately after closure, an acute 'golf-ball' sized hematoma was observed at the access site which was resolved with 10 minutes of manual compression. The patient was transferred to the recovery room without any bleeding but a pressure dressing was applied as a precautionary measure. The patient recovered for 1 hour in post-anesthesia care unit (pacu) without any issues and was subsequently transferred to the telemetry unit for an overnight stay per hospital protocol. It was reported that the patient was ambulated prior to the physician's order of a 3-hour bed rest. Bleeding was noted at the access site after the patient had been on bed rest for 2 hours. Manual compression was applied to treat the bleeding (unknown length of time). The patient was transferred to the intensive care unit (ICU). A CT scan was performed confirming an anterior hematoma. On (B)(6) 2011 while still in ICU, the physician noted ecchymosis present at the patient's right groin region and the patient's hemoglobin count had dropped 1gram. The patient was given IV fluids only and was not transfused. It was reported by the aci sales professional that the patient has been transferred out of ICU back to the telemetry ward (exact date unknown). The patient was discharged to home on (B)(6) 2011.